Event description:
Hill-rom received a report from a hill-rom technician stating the brake not set alarm was not working. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the power control board was the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the power control board to resolve the issue. Based on this info, no further action is required.